Manufacturer narrative:
Information contained in this report was previously captured in duplicate (B)(4).

Event description:
Patient reported a right side "rupture confirmed via mammogram" and " experiencing pain." Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side "rupture" and " experiencing pain ". Device remains implanted.